Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was programmed with a test glucose meter. Unit communicated properly with glucose meter and received transfer value of 89 mg/dl. Pump trace download analysis confirmed the pump alarmed power error 25, low battery alert, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alert, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with stained keypad overlay. Unit received with minor scratched display window, case and keypad overlay. Unit received with faded and stained serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power error alarm during prime. Customer's blood glucose level was 280 mg/dl at the time of incident. It also stated that troubleshoot was performed for power error on insulin pump and issue of power error was unresolved. Customer was advised to discontinue use of insulin pump. Insulin pump will not be returned for analysis.